Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during manual prime. Customer's blood glucose at time of incident was 301 mg/dl. The customer reported the alarm was resolved by reservoir change. The customer doesn't want to return the reservoir and the set. Customer was on the vacation and advised to monitor blood glucose and the pump.